Manufacturer narrative:
The associated impactor, used in treatment, was returned and evaluated. A visual inspection of the returned impactor confirmed the stated failure mode. The threaded tip of the impactor is damaged, rendering it inoperable. The impactor head, used in treatment, was not returned for evaluation; therefore the stated failure mode could not be confirmed. The impactor was manufactured in 2019 and shows signs of extensive wear / usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a thr procedure, impactor threading was smashed and head cracked inside the patient, all pieces were recovered. No delay. S&n backup device available. No impact or injury to patient reported.